Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The daughter of a (B)(6) female patient contacted zoll customer support that the patient has not been wearing the lifevest (lv) because he has open sores. The patient's daughter does not believe the lv garment is too small. The sores have began clearing up since removing the lv. The patient's doctor recommended (B)(6) for the sores. The daughter reported that the patient is on medication that makes her bruise very easily. F/u with the patient on (B)(6) 2012 indicates that the patient was not wearing the lv and was not going to wear it despite doctor's orders. Patient ended use.